Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been cooling for 12 hours but was still at 37.4c on the arctic sun device. The patient temperature was 37.4c, target temperature was 33c, water temperature was 4.8c, flow rate was 2.6lpm. It was noted that the weight of the patient was 128kg with large pads in place. Mss explained a patient of this size would also need a universal pad over the abdomen and discussed causes of heat generation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an inadequate number of pads. However, this cannot be confirmed. The patient temperature was 37.4c, target temperature was 33c, water temperature was 4.8c, flow rate was 2.6lpm. It was noted that the weight of the patient was 128kg with large pads in place. Mss explained a patient of this size would also need a universal pad over the abdomen and discussed causes of heat generation. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been cooling for 12 hours, but was still at 37.4c on the arctic sun device. The patient temperature was 37.4c, target temperature was 33c, water temperature was 4.8c, flow rate was 2.6lpm. It was noted that the weight of the patient was 128 kg with large pads in place. Mss explained a patient of this size would also need a universal pad over the abdomen and discussed causes of heat generation.